Event description:
Caller states that she tested at 125mg/dl on the device. She states she took some diabetic medications from a diabetes study and ate. She went out for errands and stopped at the urgent care clinic due to her feet hurting. She states that the device in the clinic read 10mg/dl. She reports eating as a result and testing again at 174mg/dl on the clinic device, timeframe are not provided. No treatment reported. Quality controls were used 3 months after the incident and fell within acceptable range. Requested return of suspect device and replacement was sent.